Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited gray bar prior to use. The packaging was opened but the device was not used. There was no patient involvement.